Manufacturer narrative:
The product upon which this medwatch is based is anticipated. Once the product is received, any further information derived from the evaluation will be submitted in a supplemental 3500a form. A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria. This is one of two medwatches being sent as two products were involved in this event. See also medwatch #2210968-2008-00651. The same patient is represented in each medwatch.

Event description:
It was reported that during a thermal endometrial ablation, the catheter pressure would not hold and a leak was noted in balloon during the eight-minute therapy cycle. The procedure was completed successfully using another catheter with no adverse patient consequences.